Event description:
Information received indicates the latch block on the left side rail broke and the side rail will not latch.

Manufacturer narrative:
The biomedical technician indicated the weld at the latch block was broken. A new side rail was ordered to repair the bed.